Event description:
Pt reported an alleged "slow leak" from the lap-band system. F/u findings: surgeon's medical staff confirmed the reported event. The surgeon had noticed during adjustments that amounts of fluid were missing and he suspects a leakage from the tubing. Fluoroscopy was performed however could not confirm the leakage in detail. At this time, the device remains implanted however a surgery date is being scheduled. The return of the device to allergan has been requested.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."